Event description:
It was reported that the user experienced glucose control concerns with frequent early-morning lows reported with a value of 68 mg/dl and acknowledged routinely overtreating suspected hypoglycemia with carbohydrates; a factory reset was requested per the user¿s endocrinologist, and training was assigned to optimize therapy consistent with a use-related issue and no device component involvement. Symptoms included lightheadedness associated with hypoglycemia. Outcomes included the need for medication-level intervention through oral glucose administration. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized by improper or incorrect treatment approach to lows, with the device component not applicable. It was concluded that failure to follow instructions and an unintended use error caused or contributed to the event. Training was provided to address low-glucose treatment habits and early-morning management.

Manufacturer narrative:
Initial.